Event description:
It was reported that patient was not able to get enough pain relief and was noted also patient needs a magnetic resonance imaging (MRI) compatible device. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The allegation that the patient was not able to get enough pain relief was not confirmed. The analysis revealed an issue with the wire and contact spring on electrode channel 8 of port b of the implantable pulse generator (ipg), which most likely occurred during the explant procedure, as there were no reported impedance issues while the device was implanted. However, output monitoring of the electrode channels in the patients program indicated that stimulation was normal. Additionally, a review of the labeling showed that the reported event is a known risk associated with the implantation of a pulse generator as part of a spinal cord stimulation system.

Event description:
It was reported that patient was not able to get enough pain relief and was noted also patient needs a magnetic resonance imaging (MRI) compatible device. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post operatively.